Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the body of the lead was extrinsically damaged. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the pacing lead had placement difficulties. It was noted the lead developed a knot in the distal tip. The pacing lead was replaced. No patient complications have been reported as a result of this event.